Event description:
Ous MDR - it was reported that this crt-d migrated causing the lv and rv leads to dislodge. The system was successfully repositioned and remains implanted.

Manufacturer narrative:
A migration was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined. In conclusion, the infection was not device related.